Event description:
It was reported that the patient passed away on (B)(6) 2025. The pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that at around 11:00 on (B)(6) 2025 when the patient went shopping, they complained of chest pain and looked distressed. Later, at around 17:45, the patient was found lying on their stomach and requested an ambulance. When the ambulance arrived, there was anisocoria. The patient was transported to a nearby outside hospital. The head computed tomography (CT) showed no cerebral hemorrhage or cerebral infarction. The patient was transferred to the clinic under intubation. At the time of transfer, an increased inflammatory reaction was observed, and a relapse of sepsis was suspected. The blood culture performed on admission detected corynebacterium. Disturbance of consciousness was prolonged. On (B)(6) 2025, a head CT showed suspected infarction due to infective endocarditis (ie) complicated by infection. An electroencephalogram (eeg) showed slow alpha in the cerebrum, and the patient was diagnosed as not brain dead. The following day, a head CT showed cerebral hemorrhage and hydrocephalus. The family was notified, and it was decided not to aggressively treat the patient. On (B)(6) 2025, in the morning, blood pressure decreased, and the family requested to stop the pump. The pump was stopped. Blood pressure decreased and bradycardia developed, and then cardiac arrest occurred. Death was confirmed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6) and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction", lists potential adverse events including infection (local, driveline or pump pocket infection), sepsis, stroke, bleeding, other neurological events (not stroke-related), and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also lists infection and neurological dysfunction as potential late postimplant complications. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section e: correction. Section g2: correction. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient had a major bacterial infection "inside the pump" with positive blood cultures. The patient was admitted to the hospital on (B)(6) 2025 and treated with drug therapy. During the admission on (B)(6) 2025 the patient had an embolism in their right cerebral hemisphere which was diagnosed with a computed tomography (CT) scan. The patient had a stroke and went into a coma. This neurological dysfunction was due to cerebrovascular disorder associated with septic shock from the pump infection. The septic shock led to a cerebral infarction which led to a cerebral hemorrhage eventually leading to hydrocephalus, resulting in the inability to maintain circulatory dynamics. The patient was treated with drug therapy, intubation and mechanical ventilation. The patient subsequently passed away. The device was functioning properly at the time of death.